Event description:
It was reported that the area to be treated was the heavily calcified left superficial femoral artery (sfa) and the left popliteal artery. The armada 14 2.5 x 20 mm was used, but ruptured at 18 atmospheres (atm) during the 8th inflation. The armada 14 3.0 x 120 mm was then used, but it also ruptured during the first inflation at 15 atm. Then the armada 14 4.0 x 120 mm was used, but it also ruptured during the second inflation at 10 atm. No adverse patient effects were reported. A 5.0 x 100 mm non-abbott balloon was used to complete the procedure. The final patient status was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. In this case, the lesion site was described as being heavily calcified which may have contributed to the rupture. Additionally, it was reported that 2 other armada 14 units also ruptured, further suggesting that the calcified lesion likely caused the rupture. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. There was no associated nonconforming material records, indicating all lot release testing met specification. Additionally, there have been no other incidents for balloon rupture reported for this lot. There is no indication of a product quality deficiency. The additional armada balloons are being filed under separate medwatch reports.